Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown cause. This ra lead was replaced with a new lead successfully. The ra lead has not been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high out of range impedance measurements and high thresholds. This ra lead was replaced with a new lead successfully. The ra lead was discarded by the clinic and will not be returned. No additional adverse patient effects were reported.